Manufacturer narrative:
Device eval: the suspect device will not be returned for eval. This incident was determined not reportable by merit in accordance with the criteria set forth in the FDA guidance at the time it was received. However, after further internal investigation, merit determined on 06/24/2010 that a product removal would be required for seven (7) specific lots of the 180 and 260 cm laureate hydrophilic guide wires due to decreased lubricity at the proximal end. This is a 5-day MDR report in accordance with statutory reporting requirements. Communication to consignees was sent on 06/29/2010. A report to the FDA in accordance with 21 cfr 806.10 is also in process. (B) (4). No add'l form 3500a reports will be filed for this event. Eval: other: notification of field action taken for this lot.

Event description:
After flushing the wire, it would not come out of the packaging hoop. The customer flushed it again and let it sit for a while, and it still would not come out of the hoop. The customer used a dry gauze pad to remove the wire from the hoop. The wire was fine after removal, and it was used without any problems. No report of patient harm or injury.